Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The instrument was tested for continuity and was found to be conforming. It was tested on a test media and performed as expected. There were no anomalies noted with the functionality of the device

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used connected with the vio (erbe). The device could not perform dry cutting. Both devices were replaced with other devices at the same time and connected with the vio. The new devices functioned without any problem. There were no adverse consequences for the patient.